Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00239.

Event description:
It was reported that a closure top migrated out of its mating vital mis screw at the most distal level of a multi-level construct postoperatively. There was no reported patient harm and a revision surgery is not currently planned. This is report two of two for this event.

Manufacturer narrative:
Inspection: the products were not returned, so a physical evaluation was unable to be performed. However, an x-ray image was provided which shows the migration of the closure top out of the pedicle screw. DHR review: the lot numbers were not provided, so the dhrs were unable to be reviewed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a closure top migrated out of its mating vital mis screw at the most distal level of a multi-level construct postoperatively. There was no reported patient harm and a revision surgery is not currently planned. This is report two of two for this event.